Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: investigation selection investigation site: product development zuchwil selected flow(s): device interaction/functional. Visual inspection: when conducting a visual inspection of these parts, significant wear marks could be seen on three of the implants. Part 1: scratch marks could be seen on the ridge side of the implant. The scratch marks were both in the middle of the implant and on the sides. Part 2: the implant was inserted into the locking mechanism upside down. Part 3: the side of the implant is scratched enough that a portion of the implant material is sticking up from the implant body. Part 4: the fourth implant returned from the package had no wear parts and locked/tightened as expected. Functional test: the three implants that were returned are confirmed to not tighten/lock appropriately. The ridge side of the implant is meant to be inserted into the locking mechanism with the ridges facing towards the tongue of the locking mechanism. Additionally, the parts are meant to be inserted straight into the locking mechanism. If they are inserted, at an angle, there is potential for the locking mechanism to not be as effective as possible. The fourth implant returned from the package had no wear parts and locked/tightened as expected. Document/specification review: the dimensions on this drawing were reviewed in detail. All dimensions are acceptable and do not indicate any error or mis-design. Summary: after a visual and a functional inspection, the complaint condition can be replicated. There were signs of wear on the returned parts, which might have indicated a potential for misuse. Additionally, one part was inserted incorrectly, leading to the complaint condition. After a full drawing review, no design defects were detected. No action is required, as the complaint cannot be replicated, and no design defects were detected. The surgical technique guide was also reviewed. Step 5 cautions that when securing the sternal zipfix, the cut end must not be inserted at an angle. Additionally, the user is cautioned against using excessive force or forceps when trying to tighten the implant. Additionally, the user is indicated to ensure the zipfix is properly oriented prior to insertion into the locking head. The in the investigation flow listed remaining investigation steps are not required, as by three articles the cause of complained malfunction is a post-manufacturing caused and/or use related and one article has passed the function test. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 08.501.001.05s, lot: 6l19785, manufacturing site: bettlach, release to warehouse date: december 4, 2019, expiry date: december 31, 2024. A manufacturing record evaluation was performed for the finished device part: 08.501.001.05s, lot: 6l19785 , and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: reporter is a synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during an unknown procedure that three (3) out of a five (5) pack of zipfix would not tighten and one (1) zipfix broke. There was a twenty (20) minute surgical delay. A new package of zipfix was used to complete the surgery. Patient outcome was unknown. Concomitant devices reported: sternal zipfix with needle sterile (part number 08.501.001.01s, lot 3l99831, quantity 1). This report involves one (1) sternal zipfix with needle sterile / 5 pack. This is report 2 of 2 for (B)(4).